Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  Event date is an estimation. Further information requested but not received.

Event description:
It was reported that the patient's anchor had migrated. As a result, the anchor was replaced. Surgical intervention resolved the issue.